Manufacturer narrative:
(B)(6). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had an air bubble in the line. It was further reported that the air bubble appeared in the line 20 minutes into a 42 minute patient infusion. The device was connected directly to the peripherally inserted central catheter (PICC) line and was primed prior to connection. The device contained ceftriaxone and sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.